Manufacturer narrative:
The customer did not clarify whether audible sound was affected. Initial remote analysis was conducted by service personnel. On (B)(6) 2026, the customer was provided with instructions to perform a cold start procedure to clear the error message. The communication advised the customer to contact philips again if the error persisted or reoccurred. No follow-up response was received, and the case was subsequently closed. On (B)(6) 2026, the customer initiated a second complaint, reporting that the cold start procedure was unsuccessful and that the error message reappeared after approximately five minutes of operation. The device was then returned for bench repair and evaluation, with findings also documented under manufacturer's reference (B)(4) (MFR 9610816-2026-100432). During bench testing, the reported issue could not be reproduced. The speaker functioned normally, with appropriate sound output and no error messages observed. The device was returned to the customer. Based on the results of the investigation, the device was confirmed to be operating in accordance with specifications. The root cause of the reported issue could not be determined. A review of the service history indicates that no further complaints related to this issue have been reported for this device.

Event description:
The customer reported that the intellivue multi-measurement module x3 has a speaker error. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
E1 reporter phone #: (B)(6). It is unknown if the device produced audible sound; therefore, additional information was requested. The philips remote service engineer (rse) assisted the customer and recommended performing a cold start to clear the error message. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.